Manufacturer narrative:
Correction: d10

Event description:
On (B)(6) 2021, fresenius became aware of a peritoneal dialysis (pd) patient on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) since (B)(6) 2020 was being treated with antibiotics due to peritonitis. No additional information provided during intake. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the outpatient dialysis clinic on (B)(6) 2021 with abdominal pain. A peritoneal effluent fluid culture and cell count (wbc¿s elevated) were collected, and the patient was diagnosed with peritonitis. The patient was treated as an outpatient and started on intraperitoneal (ip) vancomycin 2000 mg every 5 days for 18 days. On (B)(6) 2021, the peritoneal effluent fluid culture results returned positive for staphylococcus epidermidis, and the patient¿s antibiotic was continued. The pdrn attributed causality to a chronic cough the patient has, which inhibits them from properly donning a mask when initiating and discontinuing ccpd therapy. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) malfunction or deficiency. The patient is recovering from the events and continues to utilize the same liberty select cycler as before.

Event description:
On (B)(6) 2021, fresenius became aware of a peritoneal dialysis (pd) patient on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) since (B)(6) 2020 was being treated with antibiotics due to peritonitis. No additional information provided during intake. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the outpatient dialysis clinic on (B)(6) 2021 with abdominal pain. A peritoneal effluent fluid culture and cell count (wbc¿s elevated) were collected, and the patient was diagnosed with peritonitis. The patient was treated as an outpatient and started on intraperitoneal (ip) vancomycin 2000 mg every 5 days for 18 days. On (B)(6) 2021, the peritoneal effluent fluid culture results returned positive for staphylococcus epidermidis, and the patient¿s antibiotic was continued. The pdrn attributed causality to a chronic cough the patient has, which inhibits them from properly donning a mask when initiating and discontinuing ccpd therapy. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) malfunction or deficiency. The patient is recovering from the events and continues to utilize the same liberty select cycler as before.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. In addition, the user guide was reviewed, and it states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your peritoneal dialysis nurse to prevent infection.¿ at this time the reported incident could be attributed to end user error in accordance with the complaint description. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler, liberty cycler set, and the serious adverse event of peritonitis, characterized by abdominal pain, which warranted antibiotic therapy. The peritoneal dialysis registered nurse (pdrn) attributed causality to the patients chronic cough, which inhibits them from properly donning a mask when initiating and discontinuing ccpd therapy. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) malfunction or deficiency. Staphylococcus epidermidis is part of the normal human biota and is commonly found in the anterior nares and the axillae. Based on the information available, the liberty select cycler and liberty cycler set can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused or contributed to the serious adverse event. It is well established those individuals undergoing pd therapy are at high risk for infections of the peritoneum.

Event description:
On 29/jun/2021, fresenius became aware of a peritoneal dialysis (pd) patient on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) since (B)(6) 2020 was being treated with antibiotics due to peritonitis. No additional information provided during intake. Follow-up with the patients pd registered nurse (pdrn) revealed the patient presented to the outpatient dialysis clinic on (B)(6) 2021 with abdominal pain. A peritoneal effluent fluid culture and cell count (wbcs elevated) were collected, and the patient was diagnosed with peritonitis. The patient was treated as an outpatient and started on intraperitoneal (ip) vancomycin 2000 mg every 5 days for 18 days. On (B)(6) 2021, the peritoneal effluent fluid culture results returned positive for staphylococcus epidermidis, and the patients antibiotic was continued. The pdrn attributed causality to a chronic cough the patient has, which inhibits them from properly donning a mask when initiating and discontinuing ccpd therapy. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) malfunction or deficiency. The patient is recovering from the events and continues to utilize the same liberty select cycler as before.